Event description:
Edwards received information that this pericardial aortic valve required valve in valve intervention due to severe aortic stenosis and calcification. The patient tolerated the procedure well.

Manufacturer narrative:
Additional manufacturer narrative: based on the information provided, reported stenosis was secondary to calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Manufacturer narrative:
The device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device or additional information, edwards is unable to draw any conclusions as to the reason for explant or root cause. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a second pericardial valve was implanted in the same position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately nine (9) years and two (2) months. The reason for reoperation is unknown and both devices remain implanted. Attempts have been made to obtain additional details on the event and patient. No further information has been obtained. Should additional information be received, a supplemental MDR will be submitted.